Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and a review of the logs. The flow control valve was replaced to resolve the reported issue.

Event description:
The hospital reported an error that causes a loss of mechanical ventilation. There was no report of patient involvement.